Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Exact date of event is unknown. The allegation is against one of two leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event: product family: scs, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000120426.

Event description:
It was reported that the patient's lead had migrated, it is unknown which lead migrated. Surgical intervention occurred on (B)(6) 2023 during which the lead was repositioned to address the issue.